Manufacturer narrative:
H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via company representative (rep) stated that the cause of the inability to aspirate was unknown. Action/intervention: the entire catheter was replaced, and the old catheter was sent to medtronic for analysis. Outcome: the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8703w serial# (B)(6): product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare professional (hcp) regarding a patient receiving intrathecal baclofen (unknown) 2000 mcg/ml at 1073.7 mcg/day for unknown indication for use. It was reported that the patient presented in emergency department (ed) with baclofen withdrawal symptoms on (B)(6) 2024. A catheter dye study was performed and it was unsuccessful as the catheter was not able to aspirate. Managing physician would be notified to discuss catheter replacement with patient. Surgical intervention was planned but not scheduled. The issue had yet to resolve with patient's status being "alive-no injury'. The patient's weight and medical history was asked but made unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen via an implantable pump. The indications for use was intractable spasticity. It was reported that the healthcare provider (hcp) stated that the patient was in the ER with acute baclofen withdrawal having severe muscle spasms. The hcp was requesting a local manufacturer representative be paged to check the pump. The hcp was redirected to the national answering service.

Manufacturer narrative:
Continuation of d10: product ID 8703w lot# l50592. Implanted: (B)(6) 1998. Explanted: (B)(6) 2024. Product type catheter h3 ¿ analysis of the catheter found ¿catheter body broken.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the catheter identified a break in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.